Manufacturer narrative:
Complaint conclusion: as reported, when trying to deliver the shuttle of a 5f mynxgrip vascular closure device (vcd) the physician felt extreme resistance and the sealant could not be delivered. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2229807 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, when trying to deliver the shuttle of a 5f mynxgrip vascular closure device (vcd) the physician felt extreme resistance and the sealant could not be delivered. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.